Manufacturer narrative:
3m implemented a new dehp free material to enhance the material properties on all 3m ranger(tm) fluid warming disposable products in 2013. Subsequent to this change 3m received a higher trend of complaints applicable to leaks within selected areas of the disposable tubing connections. 3m implemented a solvent improvement process in late 2015 to address this type of event. This improvement was to the solvent bond process to reduced leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting which are part of the high flow disposable set. The change was implemented to increase strength and to minimize leaks. The lot number indicated in this complaint would have been post cure-to-touch solvent bond process improvement. A new process improvement was implemented in (B)(6) 2017 to further reduce incidence of solvent bond leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting which are part of the high flow disposable set. Further process improvement efforts are being conducted. The returned product sample was received as one partial set consisting of the heat exchanger cassette and air trap. The sample was analyzed and pressurized >300 mmhg for 10 minutes which resulted in no leakage occurring. The alleged leak location was unable to be verified. The y-connector and drip chamber was not returned with sample, therefore the condition of this section of tubing was unable to be verified.

Event description:
A hospital employee alleged that a 3m¿ ranger ¿ high flow fluid warming set (model 24365) leaked fluid. The leakage location was not specified. Type of fluid alleged to leak was not specified. Details regarding the usage of the device was not specified. No patient injury was alleged.